Event description:
Philips received a complaint on the heartstart dfm100 indicating that no shock was delivered. There was no patient harm/death. The biomed worked with the philips remote service. The biomed evaluated the device on site. It was determined that this was a malfunction of the external paddles which were ordered to the customer for their replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed only by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer being sent external paddles for their installation to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.